Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿improper hand hygiene and did not wear mask¿. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The day after event onset, the patient was admitted to the hospital and remains hospitalized. The day after admission, the patient was treated with ceftazidime injection (1g, once daily, intraperitoneal, ongoing), vancomycin injection (1g, every 5th day, intraperitoneal, ongoing) and tobramycin injection (40mg, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient recovered from the events. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was completed. No additional information is available.